Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified mid right coronary artery (rca). A 2.50x32mm ion stent was deployed in the rca at 12atms and it appeared to be well apposed. After deployment of the stent it was noted that the area distal to the stent was also tight. The physician advanced another ion stent delivery system (sds) to the lesion and resistance was encountered but the physician was able to place the stent in the intended location and the stent was deployed, overlapping the first ion stent. After deployment of the second ion stent it was noted that the proximal edge of the first ion stent was deformed. A third ion stent was advanced to the lesion and was deployed over the damaged proximal edge of the first stent. The physician was satisfied with the final result and the procedure was successfully completed. No patient complications were reported and the patient's current condition is fine.